Event description:
The consumer reported a false negative result with the binaxnow covid-19 antigen self test. Repeat testing was performed and that generated a positive result. Pcr confirmation testing was performed and generated a positive result. Although requested, additional information, including patient treatment and outcome was not provided.

Manufacturer narrative:
This investigation is still in progress. Once the investigation is complete a supplemental report will be provided.

Manufacturer narrative:
Additional information: d3, g3, g6, h2, h4 and h6. Investigation report: testing was performed in triplicate at abbott diagnostics scarborough, inc. On retained kit lot 168392 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 195-160 / lot 168392, device part number 195-430h / lot 164484. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 168392 showed that the complaint rate is 0.0007%. Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue. However, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.